Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the battery had been cleared of the power on reset successfully. The patient was happy with stimulation but complained of pain in the pocket. The patient had lost a lot of weight and felt that the battery moved inside of the pocket. The patient stated if felt like it was poking her most of the time. The healthcare provider¿s office was contacted to request a physical evaluation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, a consumer implanted for spinal pain reported via the manufacturer¿s representative (rep) they hadn¿t recharged the implantable neurostimulator (ins) since (B)(6) 2016. The rep. Met with the consumer and palpated the ins and tried multiple times to connect using the clinician programmer, but the ins was overdischarged. Due to availability the consumer met with the rep. On (B)(6) 2017 where two physician mode recharges were performed, but the ins still wasn¿t out of overdischarge. As a result an antenna locate test was performed followed by another pmr. The rep. Was going to complete the pmr, then charge the ins to 25%, and then clear the power on reset (por). On 2017-03-24, additional information was received from the patient reporting that their stimulator was not working because it did not help the patient with their pain. It was stated that the patient had turned their therapy off because they were experiencing uncomfortable stimulation. It was stated that the ins then went into an overdischarge state and had been brought out of it, but the power-on-reset (por) warning screen now appeared on their patient programmer and the patient could not clear it. It was reviewed that the por could only be cleared by their healthcare provider (hcp). It was also reported that the only way to know what caused the reset was to have their device interrogated. It was reported that the therapy was not on and the por had erased the patient¿s settings, which upset the patient as they would have to have their device reprogrammed. It was reported that the patient should follow-up with their healthcare provider, but it was also reported that the patient did not intend to follow-up with them. It was reported that they had wanted to make an appointment with a manufacturing representative (rep), as their manufacturing representative never got back in touch with them to schedule an appointment to resolve their issue. It was reviewed with the patient that they would need to get into contact with their healthcare provider in order to make an appointment with a rep but the patient refused to listen. It was reported that the event occurred in (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient inquired about compensation for the system. The patient reported that the therapy stopped working two months ago. The patient claimed that they kept up with the charging of the device, but the ins was dead and no one could help them restart it. The patient reported that a physician mode reset was performed and that it did not restart the ins. The patient was very upset and mentioned that they were in pain and were suffering. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported that the ins never worked. Later on the call they said it was implanted on (B)(6) 2016 and it worked for 2 months. Patient said last time they saw the health care professional (hcp) was on (B)(6) and he knows about the issue and he got in touch with a manufacturing representative (rep). The rep came to see her at the hcp office 2-3 weeks ago from this report and told her the battery was not working. But she told them that it never worked and the problem was not resolved. Patient also mentioned that the rep told her it was a rechargeable battery. She told him that she recharged her battery but it runs out in a day. Patient also indicated that she is scheduled to have surgery on (B)(6) 2018 because the battery was supposed to last for 5 years and it lasted for 2.5 years. Additional information was received from the rep (B)(6) 2018 they indicated that they have helped the patient with device reset and multiple reprogramming. They have made every effort to assist the patient. Rep indicated they had patient scheduled for reprogramming (B)(6) 2017 but the patient either cancelled or rescheduled. The issue was not resolved. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.